Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. Additional information was requested for this event but not retrieved. (B)(4).

Event description:
A healthcare professional reported that a patient had swollen lymph nodes following treatment with evolysse form.